Event description:
The patient had the teleflex iabp catheter placed on (B)(6) 2026. On (B)(6) 2026, a significant mechanical failure was identified when blood was noted within the iabp tubing, which strongly suggests the presence of a microtear in the balloon membrane. Of particular concern is that there were no "helium loss" alarms triggered on the console on (B)(6) 2026.